Manufacturer narrative:
The mega needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. No image or video clip for the reported event was available for review. A review of the device logs for the mega needle driver (part# 470194-05/ lot# k12210705-0155) associated with this event has been performed. Per this review of the logs, the mega needle driver was last used on (B)(6) 2022 via system serial # (B)(4) for a malignant hysterectomy procedure. There were 6 uses remaining after the last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is considered a reportable event due to the following conclusion: fa found a broken pitch cable at the distal clevis hub. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.